Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed error occurred for transmitter (B)(6). Data was evaluated, and the allegation was confirmed. The probable cause could not be determined. Transmitter (B)(6) was returned and evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation for serial number (B)(6). The allegation was not confirmed for the returned transmitter. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).